Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement (updated b5, h6) manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device cracked on the bottom case by the rubber feet, also cracked on right plunger case. Functional testing was unable to duplicate the primary audible alarm post error at power up. However the error was noted in the event history log. The speakers were replaced as a preventative measure. During repair, a 'motor rate error' was found; the worn coupling, lead screw and both clutch halves were replaced to resolve the error. The root cause of the issue could not be determined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
Additional information received indicated that the pump was not in use on a patient during this event. No patient was involved.

Event description:
It was reported that a smiths medical pump had board issues. No adverse patient effects were reported.